Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation; however, resistance was encountered. When the device reached the lesion, it was inflated but before reaching the nominal pressure, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a different device. No patient complications were reported.